Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery with mild calcification. A 6.0 x 100mm absolute pro self expanding stent system (sess) was attempted to be advance to the target lesion; however the stent prematurely deployed while in the sheath. Reportedly, the sess was in the lock position and the stent remained in the sheath. The sess was removed from the patient and another absolute pro was used to successfully the procedure was completed. There were no reported adverse patient effects and there were no reported clinically significant delays. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation/deployment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, it is likely that during advancement interaction with the sheath and/or inadvertent mishandling resulted in the noted multiple device damages (distal sheath separations/tears/hole/wrinkled) and thus resulted in the reported premature activation. The noted multiple kinks on the distal sheath, the noted bend in the inner member and stent holder and the noted stent bend likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.